Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant procedure the patient experienced pocket infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.